Event description:
The customer reported eight (8) false positive results with the ID now covid-19 2.0 assay performed on multiple patients on (B)(6) 2023. This MFR. Report addresses test eight (8) of eight (8). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 testing an unknown sample type with the kit swab. Repeat testing was not performed. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.